Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned and replaced due to exhibiting loss of capture and high, but within range pace impedance measurements, measuring 1255 ohms. A new rv lead was successfully implanted. No additional adverse patient effects were reported.